Manufacturer narrative:
Gentherm medical, llc., is representing the manufacturer and is submitting this report on their behalf. Complaint # (B)(4) received by gentherm medical, llc., on march 18, 2025.

Event description:
Customer reported kozee device caused a burn in the o.r. The health professional at st. Joseph's -candler (user facility) treated the patient in the operating room on (B)(6) 2025 using the kozee m21507 temperature management system, and then found the patient had a slight reddening of the skin, but otherwise the patient had no other abnormalities and also felt no discomfort.